Event description:
Lasik was performed on (B)(6) 2017. Since that time, I have required aggressive treatment for continued, ongoing dry eye that impairs vision and vision quality. Treatments for this have included postop steroids and topical nsaids, followed by prescription eye drops (currently I am on restasis), along with temporary and now permanent punctal plugs, eye drops every 30-60 minutes, otc vit e 3 tab qday, and aggressive hydration. Visual acuity 15 months postop is technically 20/20 with both eyes, but 20/25 in each eye and the quality is poor enough that I wear glasses at work. Night driving now requires use of glasses and sometimes use of brimonidine, which causes a significant drop in bp (~30mm sbp) so I use this rarely and only if required. This report is to provide additional information to the FDA regarding long-term outcomes after lasik. My review of the literature prior to the procedure revealed only small studies with less than 1 year post-op follow up, and poor measures of vision quality (more than simply acuity) and quality of life. I am still at risk for corneal ectasia and possibly increased risk of cataracts, and with the addition of restasis and punctal plugs, long-term unknown risks of infection, scarring, etc. The risk-benefit ratio for most patients is likely not in favor of lasik for the vast majority of patients, but that is difficult to discern in the current published literature. Lasik pre-op should be required to include better, rigorous evaluation for dry eye and more standardized approaches to dry eye postoperatively (the nejm review last week was suspiciously heave on new drugs and is not consistent with my own, now extensive review of the available literature). I do not have access to detailed information about the laser used to perform the procedure, but this is the surgeon who performed the procedure: http://www.wangcataractlasik.com/3d_lasik.html. I am aware of many other people with similar postop experiences and concerns with other surgeons and facilities, although I am not aware of any other patients with as severe dry eye.